Event description:
(B)(4). It was reported that during a coronary artery stenting procedure incomplete expansion of the stent occurred. The procedure treated three lesions within two vessels. Target lesion one was a 2.2x26mm, 84% stenosed lesion of the circumflex artery. A 2.75x32mm liberte stent was placed resulting in 0% residual stenosis. Target lesion two was a 2.2x14mm, 67% stenosed lesion of the circumflex. A 2.75x16mm liberte stent was placed resulting in 0% residual stenosis. Target lesion three was a 3.2x12mm, 66% stenosis of the lad (left anterior descending). A 3.5x16mm liberte stent was placed resulting in 0% residual stenosis. It was noted that the 3.5x16mm liberte stent was under expanded; however, no additional procedure was required. The patient was discharged the next day on asa and clopidogrel with no further event.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)